Event description:
Complainant alleged that during biomed testing, the device's pacer output was difficult to adjust. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. After replacing the encoder on site, the device is now functionng properly and was returned to service.